Manufacturer narrative:
Concomitant medical products: egiauxl (egiauxl endogia ultra univ xl stapler, lot number: p8b1076x); egia60amt (egia60amt egia 60 artic med thick sulu, lot number: n8h0089kx); egia60amt (egia60amt egia 60 artic med thick sulu, lot number: n8h0089kx); egiauxl (egiauxl endogia ultra univ xl stapler, lot number: unknown); egia60amt (egia60amt egia 60 artic med thick sulu, lot number: unknown); egia60amt (egia60amt egia 60 artic med thick sulu, lot number: unknown); device evaluated by MFR: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack. It was reported that the product was returned without a reported complaint. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, at the 1st firing the surgeon was able to press the green button but were unable to squeeze the handle the device did not fire. The reload was replaced with a new one but the same problem occurred. The surgeon then replaced the handle and tried new reloads and it worked, they then tried the previous reloads and the device didn't work. The procedure was extended by more than 30 minutes due to device problem. There was no patient harm. Pli40: medtronic's initial evaluation of the incident is that a visual inspection of internal components revealed sheared teeth on the firing rack.